Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the camera head caused the image to not be transmitted to the processor and the image was not displayed. It is likely the damage to the camera head is due to the handling of the user. The following is stated in the instructions for use which can prevent the event: "do not subject the camera head to shocks. It may be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. No image was displayed on the screen due to a faulty charged coupled device unit. There was also a crack on the video connector. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the video from the hd autoclavable camera head did not appear when the coupler was inserted. The customer reported the video will appear if the coupler is wiggled but will not stay. This event was discovered prior to use. No patient involvement or impact to patient care was reported.